Event description:
Foreign distributor reported receiving information from a clinic of patient side effects. The effects were described as follows: after miradry procedure, treatment area had bruise. After 2 days, the area had bruise changed to black color's blister. So, the doctor injected triamcinolone in the area. After 16 days, the area had black color's blister change to scab. So the doctor removed the scab. Doctor has no further follow-up, but believes patient has been receiving further care through another facility. Further investigation found that patient had prior axillary surgery.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the reported injury.